Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports a reading of 375 mg/dl and within 10 minutes another reading of 168 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.